Manufacturer narrative:
Investigation is currently in progress and results will be included in a follow up report upon investigation completion.

Event description:
A customer reported incorrect prescription dosage values were being exported to their secondary dose check software. There was no injury associated with this event.

Manufacturer narrative:
Investigation determined that this issue is not specific to the dose calculation algorithm. The issue happens when three or more prescriptions are prescribed to the same roi, the third (and later) prescriptions are dropped from the dose export. This only affects the dicom export of rt dose which is incorrect. The dicom dose file is not used to program the treatment machine, thus the actual treatment will be correct, even if this error is present. It is not the standard of practice, nor is it practical, to use only the stored dicom rt dose file in determining prior dose. The dicom rt plan, all printouts, and the plan in pinnacle are all correct. Additionally there are a number of quality assurance checks that are in the current standard of care that would detect a clinically significant discrepancy in the prior dose delivered.